Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over. A technical support specialist (tss) connected remotely to the server environment, accessed the system containing electronic protected health information, and reviewed the reported details. The tss identified that the information did not align with the data on the server and performed a downtime analysis using a structured query language process. The tss verified that the central communication engine date and time were current and synchronized with the server, observed a communication delay, and noted that the system was indicating a disconnected state. The tss restarted the required messaging, data synchronization, maintenance, and network services, then confirmed that the service heartbeat was current and that no errors were present on the application server. The tss verified that messages were transmitting successfully without delays and contacted the customer to confirm resolution on the enterprise server side. The tss was informed that stations intermittently entered a disconnected mode, and the customer indicated an intention to engage the information technology team to investigate a possible network issue and to recontact support if needed. The tss provided the support contact number and advised referencing the case number for follow-up. The tss received no further contact, observed no recurrence during monitoring, and proceeded to close the case as resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient and orders not crossing over pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.